Event description:
Information was received from a patient's representative regarding an external device. Caller reported the patient has been experiencing weakness which started maybe 2 weeks ago and it was around that same time patient also noticed that charging the ins does not take very long and the battery is fully charged. Patient also noticed at times got a metallic taste in his mouth which they also previously experienced when the doctor would be making programming adjustments. Patients tremor picked up on the right side periodically as well. Caller asked for assistance using the programmer to check therapy status but when they tried to sync with ins, the programmer kept restarting, showing version 2.1 and going back to the sync screen with the check mark in the middle. The caller confirmed they were using regular alkaline batteries and there was no visible damage to the battery compartment. They tried new batteries and the issue persisted. Replacement programmer was requested via repair. Caller called back repeating patient has been experiencing a little bit of weakness and some "little oddities" during the daytime. Caller stated they spoke with patient's neurologist and stated they have not got a new neurologist. Caller stated they wanted to check what the status was on patient's implant because patient felt like something was not right with the settings. Caller stated it seemed patient's programmer "had a failure" and they received a new programmer this morning and they connected with patient's implant and they believe they saw patient's therapy settings and it "said that everything was ok". Caller stated they wanted to confirm that everything is ok with patient's settings and that there is not anything wrong with patient's dbs. Agent reviewed general use of programmer and steps to connect with patient's implant. Caller successfully connected with patient's implant and stated therapy was off. Caller stated patient's therapy should be on and they are not sure how patient's therapy got turned off. Caller successfully turned patient's therapy on. Caller stated they think this might have been a problem with the "other device we were working with" (caller did not clarify this statement). Caller stated it has been about two weeks that patient has been feeling off. Caller stated patient started feeling better after turning therapy back on during the call. Caller inquired about groups and stated they thought neurologist had patient on group b before. Caller stated patient was on group a on the call.

Manufacturer narrative:
Continuation of d10: product ID: 37642, serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.